Manufacturer narrative:
This is in regard to the data acquisition pca with the accusation of: proximal pressure line disconnect alarm occurred. Functional analysis was performed and identified that the device pressure accuracy testing passed. Tech could not duplicate proximal pressure disconnect alarm failure from the service. The suspect data acquisition pca operates on the stb without issue. No fault was found.

Event description:
Philips received a complaint by the hospital medical examiner (me) on the v60 indicating that a proximal pressure line disconnect alarm occurred during periodical device checking. The hospital me also noted that the circuit was not disconnected. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The device kept operating when the alarm occurred. There was no reported delay in therapy. The hospital medical examiner (me) called technical support to report that a proximal pressure line disconnect alarm occurred during periodical device checking. The hospital me also noted that the circuit was not disconnected. The manufacturer's product support engineer (pse) performed periodic maintenance and could not confirm the reported issue; however, the pse replaced that the data acquisition (da) printed circuit board assembly (pcba) as a preventive measure, conducted a comprehensive inspection, cleaned the device, performed testing, and returned the device to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
Organization for the promotion of regional medical functions (B)(6). Phone (B)(6).